Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/30/2024, it was reported by a sales representative via phone that an ar-1588tnt acl-fibertag with tightrope, abs, had an issue during an acl procedure on (B)(6) 2024. When the surgeon was pulling the graft into the joint and pulling counter tension, the tightrope unwound itself and came undone from the graft. The graft remained inside the patient's knee. The surgeon removed the tightrope sutures from the part of the graft that was sticking out of the patient's knee. Another ar-1588tnt acl-fibertag with tightrope, abs, with a different unknown lot number, was used to successfully complete the procedure with no impact to the patient. There was no case delay, and no additional anesthesia was administered. The complaint device was available for return. This occurred during use with no reported patient harm.

Manufacturer narrative:
The complaint allegation is confirmed. An unpackaged suture was received for evaluation. The device does not match the specifications for part number ar-1588tnt. The color of the suture differs from that specified in drawing c16892, revision 4. Additionally, the received device is missing the fibertag, loops, needle, and the suture is incorrect. Upon evaluating the received device, fraying was noted at the tip of the white suture. No damage was identified on the teal suture. The most likely cause of the reported failure is a possible misuse due to excessive force on the shortening suture strands.